Event description:
Customer reported the system is producing x-rays but not producing images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the camera, ps2 power supply, interconnect cable and the left monitor. System operates as intended.